Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood and tissue around the helix, the helix is intact and does not appear broken. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analyses conclude that the helix fixation tips, which can snag tissue, is a known inherent risk with the use of this product.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant in the left bundle branch placement due to helix issues as the helix would not retract, got stuck and eventually broke off and stayed buried in the septum. This rv lead was replaced with the same model and never in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant in the left bundle branch placement due to helix issues as the helix would not retract, got stuck and eventually broke off and stayed buried in the septum. This rv lead was replaced with the same model and never in service. No adverse patient effects were reported.